Manufacturer narrative:
(B)(4).

Event description:
It was stated that there were three bad electrodes causing the pt to have to charge an add'l six hrs per week. The pt had to increase the amplitude to feel the stimulation. It was possible to program the device using different electrodes and the issue stopped. Further info is being requested at this time. See also MFR report 3004209178201100482.